Manufacturer narrative:
The following devices were also listed in this report: alumina c-taper ceramic head, cat#: unknown hip implant, lot#; unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised after patient complaint of pain (no intra-operative findings were reported that could be identified as a cause or contributor to pain). A ceramic-on-ceramic bearing (head and liner) were revised to a poly liner with a ceramic head and sleeve. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.